Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, no specific value was provided. Reportedly, contact believed that the customer was experiencing an elevated bg level because the customer had not tested their bg level for a few hours, and were not "on top" of their therapy. Customer administered a correction bolus with the pump to treat their bg level.